Event description:
It was reported that during the procedure, it was intended to implant a conduction system pacing lead in the right ventricle (rv). However, the lead hit a fibrous area of the septum and became stuck. Unable to achieve capture even at low outputs, the physician tried to reposition the lead. In the process, the rv lead's helix became entangled, causing it to bend and stretch, which prevented its retraction. Consequently, due to the risk of creating a ventricular septal defect (vsd), the lead was capped and left in place. A replacement lead was then successfully implanted to finish the procedure. There were no reported adverse effects on the patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, it was intended to implant a conduction system pacing lead in the right ventricle (rv). However, the lead hit a fibrous area of the septum and became stuck. Unable to achieve capture even at low outputs, the physician tried to reposition the lead. In the process, the rv lead's helix became entangled, causing it to bend and stretch, which prevented its retraction. Consequently, due to the risk of creating a ventricular septal defect (vsd), the lead was capped and left in place. A replacement lead was then successfully implanted to finish the procedure. There were no reported adverse effects on the patient. This supplementary report is submitted to include the investigation conclusion of known inherent risk of device.